Event description:
Dealer reported that 5 each mattress lower cells bubbled. The bubbled cells were collected over a period of time by the dealer, the dates and details of the events are not known and there is no known injury.